Event description:
It was reported that during use, they checked for leakage from the connection between funnel and shaft of foley catheter.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. A potential root cause for this failure could be imperfection in balloon due to process. Photo: received two (2) photo samples. Both photo samples showcase an overview of an all silicone foley catheter. Visual: received one (1) used all silicone foley catheter without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.019") and (0.2895") from the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, they checked for leakage from the connection between funnel and shaft of foley catheter.